Event description:
The pt programmer screen displayed medtronic every time the pt tried to use it. She was unable to adjust stimulation. The implantable neurostimulator was not successfully reprogrammed. Surgery to fix the problem with the system was scheduled for (B) (6) 2010. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)